Event description:
She called stating erratic results--back to back readings in the 400's and then 200's. Customer service offered to troubleshoot. During the self test, it was discovered that the meter was set to mmol. Customer service helped to set the meter back to mg/dl and set the date and time. The contact stated that she and her mother noticed it was reading different a couple of days ago. Her mother did adjust her insulin according to the readings. She did not require medical intervention. Another self test was within range-104mg/dl--range 95-115mg/dl. The customer did not have control solution. Blood tests produced results of 64 and 66mg/dl. A complete fill was verified. Customer service verified correct technique. Customer service is sending a new meter.